Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. (B)(4). The complainant indicated that the device was disposed and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a percuflex plus ureteral stent was implanted in the left ureter performed on (B)(6) 2021. On a planned ureteric stent removal procedure performed on (B)(6) 2022, it was noticed that the left ureteral stent was broken into three pieces during the indwell time. All broken pieces of stent was successfully retrieved from the patient with the use of a ureteroscope and retrieval basket which took longer than expected. There were no new stent implanted to the patient. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to have fully recovered and fine.